Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51 mg/dl. Customer stated that he had a low blood glucose and his healthcare professional wanted it reported. Customer stated that the low blood glucose event occurred on (B)(6) 2017. No symptoms was mentioned that led to low blood glucose event. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 134 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. Self test was performed and passed. Advised customer to monitor insulin pump and blood glucose. The insulin pump was not returned for analysis.